Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient with chest pain, the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.